Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both cdc but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The customer reported received a smaller dose of the pfizer covid because of an issue with syringe at (B)(6). No information was received regarding any serious injury as a result of this product malfunction. This complaint was initially reported to pfizer and pfizer forwarded to mckesson.